Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument was not closing/locking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The procedure was a cholecystectomy. The instrument was inspected prior to use. The surgeon was using medium/large weck hem-o-lok clips. Every time the surgeon would fire the instrument was not closing the clip completely. The surgeon tried using the instrument twice and decided to change the size of the applier. The event did not cause any harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.